Event description:
It was reported that the two (2) pump modules had electronic failures in the air in line assembly. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the two (2) pump modules had electronic failures in the air in line assembly. There was no information on patient involvement.

Manufacturer narrative:
Please note that the investigation was performed only on the components (ail sensor assembly), as these were the only samples provided by the customer. Omit :c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c g codes and manufacturer narrative. Investigation summary: the report that two (2) pump modules had electronic failures in the air in line assembly was confirmed during testing. The suspect ail assemblies were temporarily installed into a dchu known-good pump module for testing purposes only. The pump module was attached to a dchu known-good pc unit and powered on. When opening the door, the pump module alarmed error code 242.4030 (motor_stall_failure) for both ail assemblies. The ail sensor assembly s/n (B)(6) was observed broken on the two (2) points where the circuit board is attached to the ail sensor housing, making the circuit board loose. The diode of the optocoupler op1 on the ail circuit board was missing. The corners of the ail sensor housing and the printed circuit board were missing the adhesive that secures the ail assembly. Flux residue was observed around the area of the diode of the op1 sensor. The ail sensor assembly s/n (B)(6) was observed broken on the one (1) point where the circuit board is attached to the ail sensor housing, making the circuit board loose. The diode of the optocoupler op1 on the ail circuit board was missing. The corners of the ail sensor housing and the printed circuit board were missing the adhesive that secures the ail assembly. The review of the event and error logs could not be performed. Only ail sensor assemblies were received. The bd alaris system user manual v12.3 notes that regular inspection for damage is required before usage and that failure to perform can result improper instrument operation. If a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the report that two (2) pump modules had electronic failures in the air in line assembly is being attributed to a damaged op1 sensor. The latch assembly manufacturing procedure does not provide adequate instructions for preventing damage to the op1 sensor during the lvp ail installation. Note that this report lists imdrf annex a0721, c0201, d15, g02005 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a and g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the two (2) pump modules had electronic failures in the air in line assembly. There was no information on patient involvement.